Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. There is no indication that the device malfunction contributed to the patient's passing.